Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, photo evidence of the device has also been received and will also be evaluated during analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. It was reported by the bwi representative that during an ablation procedure the vizigo sheath would spray spurts of blood coming of the "back end of the clear port". It was not a lot of blood but "enough to report". When the dilator or ablation catheters were inserted, there were no issues. Only when removing would the spurts of blood be received. The physician noticed this during the case "but did not view it as an issue" and continued with the procedure. No patient consequences were reported. They did not notice any break or separation on any of the components mentioned. The hemostatic valve did not dislodge inside or outside the hub. The brim cap/hub did not separate from the sheath. Picture attached. The sheath was being used inside of the patient. There was no air inside of the patient¿s body. There was no patient consequence, and therefore, no intervention needed. Blood was observed leaking out the back of the hub whenever a catheter was not inside the sheath, often squirting in pressurized spurts. They do not know the approximate blood loss. It was enough to cover the drape at the groin site and seep through the drape. Hub leakage is MDR-reportable.

Manufacturer narrative:
On 27-feb-2023, the photo analysis was completed. On 2-mar-2023, the product investigation was completed (based on the actual received device). It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. It was reported by the bwi representative that during an ablation procedure the vizigo sheath would spray spurts of blood coming of the "back end of the clear port". It was not a lot of blood but "enough to report". When the dilator or ablation catheters were inserted, there were no issues. Only when removing would the spurts of blood be received. The physician noticed this during the case "but did not view it as an issue" and continued with the procedure. No patient consequences were reported. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, dry blood residues were observed on the handle of the vizigo sheath, this condition could be related to the customer complaint regarding that spray spurts of blood coming of the "back end of the clear port"; however, this cannot be conclusively determined. There is no evidence of an external damage on the hub section of the device. Visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. The valve has a rupture. Due to this finding at the star section of the valve, internal action has been initiated to further investigate the findings. A device history record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).